Event description:
Prior to inserting an angioplasty balloon catheter in the pt, the proximal portion of the catheter detached from the hub. The product was not clinically utilized, and another product was used to complete the procedure. There was no pt injury reported with the event.